Manufacturer narrative:
Insulin pump received error 38 during rewind due to corroded motor home switch. Unable to perform displacement test due to pump error 38. Device tested outside the pump and received pump error 38 at rewind. Unit passed sleep current measurement and active current measurement. No battery alert noted during testing. No pump error 25 noted in device history files and power graph.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power error detected alarm. The customer blood glucose level was 230 mg/dl. Customer was able to successfully clear the alarm however unable to rewind it. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be return for analysis.